Event description:
Literature review titled "outcome analysis of 852 breast implant check assessments: the added value of clinician-operated ultrasound¿ reported " bia alcl positive". While a positive alcl diagnosis was noted, there were no biomarkers reported. Conservatively this will be captured as lymphoma - alcl. This record is for the left side. Device status unknown.

Manufacturer narrative:
Article citation: jaeger, m., randquist, c., gahm, j. Outcome analysis of 852 breast implant check assessments: the added value of clinician-operated ultrasound. Prs global open. 2026; 1-9. The event of lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2 b5 h6 h10.

Event description:
Upon further review of the information, it has been determined that the alleged event involved only the contralateral side; therefore, the event of lymphoma ¿ alcl will be unreported. Please see mrn 9617229-2026-07861 as the operating record related to this complaint.